Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was not available for evaluation. However, a photograph of the device was visually inspected against the reported condition. The photographs were too unclear to make a determination. Reserve samples from the same lot were available for evaluation. The samples were visually and functionally tested per product specifications. The reserve samples showed no abnormalities and performed according to the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse manager reported that there were air bubbles in a flogard IV solution set. The customer was receiving an infusion of chemotherapy. According to the report, the customer noted "IV mtx was running at 25ml/hr in baxter pump channel c". There was no report of patient injury or medical intervention in association with this report. No additional information is available.